Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd april 2025, it was reported by an arthrex's employee via email that for an ar-1588tn, tightrope®, no button, the tightrope broke while using ar-1588tn to reinforce. This was detected during a reconstruction of the posterior cruciate ligament of the knee surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1588tn. There was no patient harm, and no secondary procedure was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588tn serial/batch (B)(6) was received for evaluation. Functional testing was not performed as only pieces of the suture were received. A visual inspection revealed that the suture is broken and frayed. The most likely cause for the reported failure is a user error. Excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully.